Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various solutions, including plugging the pump into a different wall outlet and leaving it plugged in for an extended time, which eventually resolved the issue. Technical support sent a new battery charger to the customer as a precautionary measure, and no further assistance was required.